Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a clinic check. It was noted that the device oversensed emi on both the atrial and ventricular channels, leading to ams episodes. No intervention was reported. The patient was stable and will continue to be monitored.